Manufacturer narrative:
Additional information has been requested to the sales representative. If further information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient subcutaneous implantable cardioverter defibrillator system was surgically abandoned and replaced with a transvenous system due to an unspecific product performance issue. No additional adverse patient effects were reported.